Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported by the rn who called the clinical support specialist (css) to discuss alarms they were receiving from the intra-aortic balloon pump (iabp). While discussing with the rn it was noted that there was blood in the helium pathway. As a result, the intra-aortic balloon (iab) was removed from the patient. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn who called the clinical support specialist (css) to discuss alarms they were receiving from the intra-aortic balloon pump (iabp). While discussing with the rn it was noted that there was blood in the helium pathway. As a result, the intra-aortic balloon (iab) was removed from the patient. There was no report of patient complication or serious injury and death.